Event description:
It was reported that the procedure was to treat a highly angled, heavily calcified, left main/circumflex artery. Predilatation was performed prior to the attempt to stent. A 2.0x12 mm mini vision, a 2.25x18 mm xience xpedition and a 2.25x08 mm xience xpedition failed to cross the lesion due to the angled vessel. The 2.0x8 mm mini vision stent delivery system also failed to cross the lesion. After retraction of the sds from the anatomy, the catheter was wiped down with gauze and was going to be readvanced; however, it was then observed that the stent implant had dislodged from the balloon and was located inside the gauze. A balloon catheter was crossed and the procedure was complete doing plain old balloon angioplasty. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. The stent was wiped down with a gauze with the intention of re-advancing the stent to the lesion. In this case, the wiping of the stent most likely contributed to the stent dislodgement